Event description:
The customer reported the distal end cover fell off the endoscope during an endoscopic retrograde cholangiopancreatography procedure and the patient spit it out in the recovery room following the procedure. There was no effect on the patient due to the event. This report is for the distal end cover. The endoscope is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been received at olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The suspect device was sent to an olympus service center for evaluation. Inspection and testing found a large crack on the top portion of the device. The device could not be attached to any test endoscopes because it was cracked and damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the legal manufacturer performed a reproduction check using a representative device according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using the representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. The definitive cause of the reported event could not be established. However, it is likely the cover was easily removed from the scope due to insufficient attachment to the scope and/or when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As per instructions for use (IFU) warnings and cautions state: "never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "When the endoscope is repeatedly inserted into the body cavity, always confirm that the distal cover is attached properly before insertion. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "When attaching the distal cover, gently hold the bending section as close to the distal end as possible. Forcefully grasping other parts of the bending section can damage the mechanism of the bending section or deform its covering. It may also become impossible to straighten the bending section during an examination." "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.